Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the cataract system would not read the cassette. After several try's with different cassettes, the system recognized the cassette, but there was no irrigation and the sound of the aspiration was different. The scheduled procedure was completed.

Manufacturer narrative:
Additional in information provided. The company service representative examined the system and was not able to replicate the reported event. As a preventative measure, the bag ID reader assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on september 23, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).